Manufacturer narrative:
The reported event of ipg being at eol was not confirmed. As received, the device communicated with the lab utilities and a patient programmer. The device was fully charged and functionally tested on the autotester and passed all tests. Correction: manufacturing reference number 3006705815-2021-00596 should not have been reported as a medical device report (MDR) after additional information received confirmed the ipg was still functional and no device anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.